Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator the patient was home and noticed the connection on his battery was loose. She spoke with him to determine if the battery connector was loose or if the controller connector was loose. She identified that the actual plastic connector had loosened where it connects to the controller. Vad coordinator instructed patient to watch the controller closely, stabilize the connector and ensure it, maintained good power connection. The vad team is programming a controller and will (B)(4) a new controller programmed with his parameters to the patient who lives approximately 4 hours from (B)(6). Once patient and caregiver receive the new controller, they are going to change out the controller with the loose connector. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port 1 connector found loose with the gasket displaced from the controller housing. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose power source connectors.